Manufacturer narrative:
This case was initially received via regulatory authority (food & drug administration on 25-jul-2021. The most recent information was received on 01-mar-2022. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), heavy menstrual bleeding ('heavy menstrual bleeding,clots'), dyspareunia ('painful intercourse'), pelvic congestion ('pelvic congestion') and fallopian tube perforation ('hsg showed leaking from uterus MRI done at later shows perforation of left tube') in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "insert itself was painful and difficult" and device ineffective "device ineffective". The patient's medical history included thrombosis nos and miscarriage. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria hospitalization and medically significant) and heavy menstrual bleeding (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced pelvic congestion (seriousness criteria hospitalization and medically significant). On an unknown date, the patient experienced dyspareunia (seriousness criterion medically significant), abortion spontaneous ("miscarriage"), fallopian tube perforation (seriousness criteria hospitalization and medically significant) and procedural pain ("extremely painful procedure") and was found to have a pregnancy with contraceptive device ("pregnancy with contraceptive device"). Essure treatment was not changed. At the time of the report, the pelvic pain, heavy menstrual bleeding, dyspareunia and pelvic congestion had not resolved and the pregnancy with contraceptive device, abortion spontaneous, fallopian tube perforation and procedural pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, dyspareunia, fallopian tube perforation, heavy menstrual bleeding, pelvic congestion, pelvic pain, pregnancy with contraceptive device and procedural pain to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 1-mar-2022: this is retention case. All the information from deletion cases (B)(4) have been transferred including documents, references and reporters. Legacy device report number of deletion case (B)(4). Events transferred from case (B)(4): fallopian tube perforation, extremely painful procedure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain'), heavy menstrual bleeding ('heavy menstrual bleeding,clots'), dyspareunia ('painful intercourse') and pelvic congestion ('pelvic congestion') in a 29-year-old female patient who had essure inserted for pelvic pain. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "insert itself was painful and difficult" and device ineffective "device ineffective". The patient's medical history included thrombosis nos and miscarriage. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria hospitalization and medically significant) and heavy menstrual bleeding (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced pelvic congestion (seriousness criteria hospitalization and medically significant). On an unknown date, the patient experienced dyspareunia (seriousness criterion medically significant) and abortion spontaneous ("miscarriage") and was found to have a pregnancy with contraceptive device ("pregnancy with contraceptive device"). Essure treatment was ongoing at the time of the report. At the time of the report, the pelvic pain, heavy menstrual bleeding, dyspareunia and pelvic congestion had not resolved and the pregnancy with contraceptive device and abortion spontaneous outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, dyspareunia, heavy menstrual bleeding, pelvic congestion, pelvic pain and pregnancy with contraceptive device to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 10-aug-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain'), heavy menstrual bleeding ('heavy menstrual bleeding,clots'), dyspareunia ('painful intercourse') and pelvic congestion ('pelvic congestion') in a (B)(6) female patient who had essure inserted for pelvic pain. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "insert itself was painful and difficult" and device ineffective "device ineffective". The patient's medical history included clot blood and miscarriage. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria hospitalization and medically significant) and heavy menstrual bleeding (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced pelvic congestion (seriousness criteria hospitalization and medically significant). On an unknown date, the patient experienced dyspareunia (seriousness criterion medically significant) and abortion spontaneous ("miscarriage") and was found to have a pregnancy with contraceptive device ("pregnancy with contraceptive device"). Essure treatment was ongoing at the time of the report. At the time of the report, the pelvic pain, heavy menstrual bleeding, dyspareunia and pelvic congestion had not resolved and the pregnancy with contraceptive device and abortion spontaneous outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, dyspareunia, heavy menstrual bleeding, pelvic congestion, pelvic pain and pregnancy with contraceptive device to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.